Event description:
Screw became stuck on screwdriver upon insertion. Screw was pulled out of the acetabulum while trying to remove screwdriver. Screw was dislodged from screwdriver using a cobb and pounding it with a mallet. Insertion of 5 subsequent screws/proceeded normally using the same screwdriver. Due to the problem of the product surgery was delayed between 15-20 mins.